Manufacturer narrative:
(B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests and after a series of cuff inflation/deflation tests, including a 24 hour cuff inflation test, there were no difficulties inflating/deflating the cuff. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported prior to use, the cuff didn't inflate. There was no patient involvement.